Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh, pelvilace, and pelvisoft were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent avulta plus anterior(bard) implant. It was reported that following insertion the patient infection, urinary problems, recurrence, dyspareunia and vaginal scarring.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.